Event description:
Additional information was received from a healthcare professional (hcp). A catheter dye study was not performed. The cause of the minor withdrawal symptoms was not determined. No further information to add at the time of this report.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving a dose of 8.7mg/day at a concentration of 25mg/ml of dilaudid via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2016, the patient was experiencing minor withdrawal symptoms and believed it may be the catheter or pump malfunctioning. The patient was getting into bed and it "felt like she pulled a muscle in her back." The pump was interrogated and was seen to be working correctly with no motor stall occurring per the logs. The doctor may do a catheter dye study in the future to determine if there is an issue with the catheter. The issue was not resolved at the time of this report. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.